Manufacturer narrative:
This report is submitted on february 08, 2024.

Event description:
Per the clinic, the patient experienced redness on the skin flap at magnet site (date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). A new replacement magnet were sent to the patient.